Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. The physician attempted to place a taxus express2 3.5x20mm drug eluting stent to the 90% stenosed lesion in the moderately tortuous, calcified left anterior descending (lad) artery. During insertion the physician felt resistance and upon removal noted that the stent was out of position. The procedure was completed with another taxus stent, same size. No patient complications occurred. Patient condition is noted as "good."